Event description:
It was reported that the sensor and blood glucose readings had discrepancy. Customer stated that he got an alarm on his meter; blood glucose was 400 mg/dl. Customer checked his blood glucose and it was 518 mg/dl. Troubleshooting was done for sensor and blood glucose reading. After the troubleshooting, the customer was educated regarding sensor and blood glucose reading, bolus wizard and was advised to call back if issues persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2015-06035.